Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the battery cap has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery cap threads were stripped/damaged. The battery cap was not able to maintain a secure connection with the test pump. The battery cap contact height and width measurements were found to be within the required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap threads were stripped. It was noted that the battery cap was not able to be secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.